Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient had high blood glucose and off no power without low battery warning more than once. The customer¿s blood glucose level was 495 mg/ dl at the time of the event. The customer stated that he has not treated for the high blood glucose. The customer treats with manual injection. The customer thinks blood glucose was 300 mg/ dl on (B)(6) 2017 which he treated manually. The customer reported that the pump had no power and he can't get the battery cap off. The customer also had a failed battery test on (B)(6) 2017 at 11:42pm and 01:12am. The customer also had battery out limit on (B)(6) 2017 at 3:46 am and on (B)(6) 2017 at 12:50 am. The customer also reported that it didn't alert low reservoir. The replacement battery cap will be sent to the customer. The customer was advised to monitor the pump call if problems persist. The insulin pump will not be returned for analysis.